Event description:
It was reported that the wake button was both unresponsive and difficult to press, requiring multiple attempts for a response. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up with customer technical support, and no further information regarding actions taken was available.